Event description:
A week post closure procedure, a non-occlusive thrombus extension from the occlusive gsv thrombus was detected in the cfv. The pt suffered a mild pain and swelling. The pt was hospitalized for 1 day and was placed on anti-coagulation therapy including ivc filter, heparin, lovenox, and coumadin. At time of last follow-up in 2003, the pt was asymtomatic.